Manufacturer narrative:
The philips remote clinical support (rcs) contacted the customer. It was indicated the x3 was docked with the mx800 host monitor, which was networked with the pic ix. Both monitors were tested by the hospital and found to be working as expected. A review of the clinical audit logs revealed alarms were generated over the course of the 5 hour event timeframe; however, the user did not acknowledge or pause alarms during that time. The customer indicated there was never any allegation of device malfunction and the logs were requested due to an internal nursing investigation only. There was no delay in care, though the patient went to ICU and later passed away. As there was no malfunction and no delay in care, the device did not cause or contribute to the reported patient death; however, the cause remains unknown.

Event description:
It was reported the customer requested assistance in reviewing the clinical audit logs after a patient passed away. The nurse indicated they did not hear an alarm and the unit manager was trying to determine if alarms were acknowledged or paused at the time of the patient incident. It was indicated there was no delay and the customer simply wanted to research alarms as the customer was investigating a staff issue.